Event description:
Patient was scheduled for a groshong catheter removal and subclavian catheter insertion. The subclavian catheter was inserted first by the surgeon and then he removed the groshong catheter. As he removed the groshong catheter, he remarked that it appeared short and ordered an x-ray. He also ordered a culture and sensitivity on the catheter tip. The x-ray showed a portion of what appeared be groshong catheter still in the patient.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.